Event description:
The physician successfully closed an arteriotomy site with the starclose device. There were numerous catheter exchanges during the procedure, that resulted in oozing from the sheath. Compression was held for 3-5 minutes. The groin began to swell, so compression was held for an additional 30 minutes. A "large" hematoma of unknown size was noted. Expression of the hematoma was attempted but unsuccessful. Two (2) days later, the patient underwent an ultrasound guided direct compression with minimal flow and received 2 units of packed red blood cells (prbc) for decreased hemoglobin. The current condition of the patient is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.